Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during the load process. The customer's blood glucose level was 491 mg/dl with high levels of ketones. The customer administered a manual injection. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.